Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. It should be noted that while the mitral regurgitation (mr) ultimately remained unchanged, the reported patient effects of worsening mr and chordal rupture (tissue damage) as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. All available information was investigated, and the reported positioning failure and difficult to remove from the anatomy appears to be related to patient morphology/pathology (calcified valve and flailed leaflets). The reported tissue damage resulting in unchanged mr was likely a result of clip becoming caught in the chordae and therefore related to procedural circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report clip difficult removal and tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first two clips were implanted successfully. To further reduce mr a third clip was advanced, the clip got caught on chordae. The clip was freed; however, a chordae rupture occurred, and mr returned to 4. Grasping attempts were made, there was loss of leaflet capture, the anterior leaflet would not stay captured. The clip was not implanted and was removed without further issue. No additional treatment is planned for the patient. No additional information was provided.